Event description:
It was reported that: the pt has been contacted by her physician to schedule an appointment. She states that she had pain when lying on her right hip for the past year. She also says she has soreness and swelling in the hip. She has a dull pain in her right buttocks when sitting and laying down. She is scheduled to have an MRI on (B)(6) 2012 and a doctor's appointment on (B)(6) 2012.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.